Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed. No conclusion could be drawn, as no product was received.

Event description:
Pt status post lcp proximal femur plate and screw implantation on (B)(6) 2011, right hip, was discovered to have a broken plate and a non-union on an unk date. Pt was returned to operating room on (B)(6) 2012 for hardware removal. Pt was revised to a tfn.